Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the keypad was unresponsive and screen was damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched lcd window and all buttons responding properly. Keypad unresponsive/button error alarm not found during testing. The insulin pump passed the self test and the displacement test.